Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and pump error followed by a pump error due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify managed error set message or reset anomalies due to critical pump error. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, stained serial number label, severely faded end cap address label, corrosion in battery tube, corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. The pump had not been dropped or bumped. Customer stated that before the error, he got manage error failed message and the pump reset. Customer reported that it erased all the set up and then he got a critical pump error. Customer's blood glucose was 6.5 mmol/l at the time of the incident. It was found that the customer had a manage settings error twice on the pump. Customer was advised that the pump will need to be replaced.